Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event states '4 threads cut at the level of the needle'; did the suture break or the needle pulled off the suture thread? Did the issue occur during actual use on the patient? Quantity involved reported as 1; how many devices had issue in this procedure?1 or 4? How was case completed? Is the lot number pbbbpws0 correct? Any patient consequences and what medical/surgical intervention was provided to manage them? Is the product available for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the thread cut at the level of the needle. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. The following additional information was obtained: the needle pulled off from the thread during the use on the patient. Use of another device to complete the procedure no patient consequence 2 devices has been used per two procedures devices not available for analysis note: events for first procedure reported via 2210968-2019-80789, 2210968-2019-80788.